Event description:
It has been reported that the bd vacutainer® serum blood collection tube has been found experiencing four occurrences of missing additive after use. The following has been provided by the initial reporter: after 13 minutes of centrifuge 2900 rotation, the sample didn't clot. Additional comment: clotting time was 0 min.

Manufacturer narrative:
H.6 investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for clotting with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® serum blood collection tube has been found experiencing four occurrences of missing additive after use. The following has been provided by the initial reporter: after 13 minutes of centrifuge 2900 rotation, the sample didn't clot. Additional comment: clotting time was 0 min.